Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the operating room for a generator change out due to normal eri, externalized conductors were observed on the right ventricular lead. Patient was asymptomatic. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.